Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified mid left anterior descending artery. A 3.0 x 23 mm xience alpine stent delivery system could not cross the lesion due to the anatomy. The device was removed and a 1.25 atherectomy catheter was being used when a perforation occurred. A 3.0 x 38 mm xience alpine was deployed to treat the perforation but it did not fully seal. A 3.5 x 19 mm graftmaster covered stent was being advanced over a non-abbott guide wire and before it reached the anatomy the shaft separated. There was no resistance advancing the stent delivery system. A 4.0 x 26 mm graftmaster was deployed to complete the procedure and successfully seal the perforation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The investigation determined that the reported shaft detachment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.